Event description:
It was reported that a tpn therapy bag was found to be leaking. Where in the process the leak was discovered is unknown; however, the report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
Complaint no. (B)(4). No physical samples were returned for evaluation; however, a photographic sample was provided. Review of the photographic sample confirmed the reported condition, although the cause remains unknown. The batch review did not find any nonconformances related to the reported condition during the manufacture of the device. Should additional relevant information become available, a follow-up report will be submitted.